Event description:
Hold for je 1.25it was reported that an unexpected reset occurred. Customer's blood glucose level was 124 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.